Manufacturer narrative:
Visual inspection of the provided pictures confirms a fracture separating the strike plate from the instrument body. The fracture occurred at the welded seam between the strike plate and the instrument body. There are impact marks along the side of the instrument body likely from removing the instrument from the femur. The instrument has a field age of approximately 9 years. It is unknown how many times the device was used. Reported event was confirmed by review of photographs provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation

Event description:
It was reported that during an initial hip arthroplasty, the device fractured. Attempts have been made and additional information on the reported event is unavailable at this time.